Event description:
It was reported that a bard ventralight st w/ echo ps was being used during a robotic assisted incisional hernia repair. As reported, "the tubing detached when pulled up to secure to the abdominal wall prior to inflation." A new mesh and echo ps were obtained to complete the case. No patient injury.

Manufacturer narrative:
As reported during a robotic-assisted incisional hernia repair while pulling the inflation tube through the defect the inflation tube detached. Evaluation finds the yellow anchor that is positioned on the inflation tube became detached. The yellow anchor was not returned with the sample. There is visual evidence that the yellow anchor was present on the inflation tube where the anchor is welded. The investigation is ongoing at this time. A supplemental emdr will be submitted upon completion of the evaluation. This is an addendum to the initial emdr to document the results of the investigation. The lot history review found the lot was manufactured to specification with no discrepancies noted. The echo ps inflation assembly undergoes a 100% inspection. To date this is the only reported complaint for this production lot of 157 units released for distribution in february, 2018. The sample evaluation/investigation did not indicate a root cause for the detached anchor. The most reasonably root cause is resistance encountered while pulling the inflation tube through the defect.

Manufacturer narrative:
As reported during a robotic-assisted incisional hernia repair while pulling the inflation tube through the defect the inflation tube detached. Evaluation finds the yellow anchor that is positioned on the inflation tube became detached. The yellow anchor was not returned with the sample. There is visual evidence that the yellow anchor was present on the inflation tube where the anchor is welded. The investigation is ongoing at this time. A supplemental emdr will be submitted upon completion of the evaluation.

Event description:
It was reported that a bard ventralight st w/ echo ps was being used during a robotic assisted incisional hernia repair. As reported, "the tubing detached when pulled up to secure to the abdominal wall prior to inflation." A new mesh and echo ps were obtained to complete the case. No patient injury.